Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the tip of the device had one prong fractured and not returned. Eds semi-quantitative elemental analysis confirmed that the juggerknot inserter tip material to be consistent with nitinol alloy. Fractured juggerknot soft anchor inserter tips were analyzed by optical microscopy and scanning electron microscope (sem) revealing sheared ductile overload dimples indicating a bending overload failure. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d4, d10, g4, g7, h1, h2, h3, h6, h10 d4 multiple lots were involved in the reported event lot# 398880 UDI# (01)00880304520820(17)240130(10)398880 manufacturing date- jan 30, 2019 expiration date- jan 30, 2024 lot# 585050 UDI# (B)(4). Manufacturing date- sep 26, 2018 expiration date- sep 26, 2023 lot# 683840 UDI# (B)(4). Manufacturing date- sep 22, 2018 expiration date- sep 22, 2023 one handle was returned and evaluated. Upon visual inspection there was no item or lot number visible on the device. The tip of the device had one prong fractured and not returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the inserter fractured after the anchor was implanted in the patient. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.